Event description:
Caller reported a malfunction on the pump, identified by a malfunction 1 code. Despite the issue, there was no adverse impact on the customer¿s blood glucose level, as it did not exceed 500 mg/dl (27.7 mmol/l). The customer, with assistance from technical support, attempted to reset the pump, but the malfunction persisted. Consequently, technical support decided to replace the pump, and the customer opted to use multiple daily injections (mdi) as a backup therapy to ensure insulin delivery continues uninterrupted. Additionally, the customer was interested in obtaining an out-of-warranty loaner pump.